Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. An additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The esheath was visually examined upon return and the following was observed: liner partially expanded for 3.5 inches from distal end of strain relief, scratches noted along sheath shaft and near distal tip, and a distal tip unopened. Following the delivery system advancement, a distal tip split was observed with material stretching near the split. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of difficulty to advance the delivery system and sheath distal tip were confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Available information indicates that the patient had a large body habitus, which can lead to challenging access through suboptimal angles during device insertion. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Per the event description, resistance was resolved upon switching to a stiffer wire, suggestive of tortuous access vessels (a stiffer wire can help straighten tortuosity and ease movement). Furthermore, curvature was present on the sheath, which can be indicative of the presence of tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with the crimped valve and sheath inner lumen. Scratches were observed on the sheath shaft, which can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during the delivery system insertion that may lead to resistance. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (steep insertion angle) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Following functional testing of the returned device, a distal tip split was found on the sheath. A combination of calcification and tortuosity could subject the sheath to suboptimal angles during sheath or delivery system insertion/advancement, leading to non-coaxial alignment. Such non-coaxiality could increase interactions between the devices and access vessel, potentially compromising the structural integrity of the distal tip. In addition, sharp nodules of calcification could weaken the sheath tip through direct contact. The resulting damage could have ultimately led to a split tip during functional testing as the delivery system exited the sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to weakening of the shaft material resulting in the tip split during functional testing. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the case went as planned with a successful deployment of a 29 mm sapien 3 ultra resilia valve in a native annulus. The valve and delivery system were unable to be advanced through the sheath. The patient was very large, and the esheath+ was not providing enough support, so the team elected to remove valve with the delivery system. The esheath+ was also removed so the wires could be changed for a stiffer wire for more support to advance the valve and delivery system over. The procedure was completed successfully, and there were no patient complications. The preliminary engineering inspection revealed a split in the distal tip of the returned esheath+.